Event description:
On (B)(6) 2008, the patient underwent an endovascular procedure using a gore® excluder® aaa endoprosthesis to repair an abdominal aortic aneurysm with the diameter of 70mm. The patient tolerated the procedure. Later the patient was discharged.on (B)(6), 2008, one month follow-up examination revealed a type ii endoleak (its origin not reported) and the aneurysm measuring 70mm. The physician decided to monitor the patient.on (B)(6) 2009, six month follow-up examination revealed a type ii endoleak with the aneurysm enlargement to 82mm. The physician decided to monitor the patient.no further information is available.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.